Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this boston scientific rhythm strategic manage contacted boston scientific technical services on (B)(6) 2018. The patient had been admitted into the hospital on the evening of (B)(6) 2018 due to chest pain. Shortly thereafter, the patient developed a spontaneous sustainable ventricular tachycardia that required emergency medical intervention. Upon interrogation of the device, multiple fault code 1007 had been declared. Because of the numerous fault codes, the device entered into a battery capacity depleted state. The boston scientific representative was planning to send stored data from the device for analysis.

Manufacturer narrative:
Stored data was received for engineering analysis. The device declared end-of-life battery status due to long charge times. Due to the end-of-life status, only a limited amount of device diagnostic data is obtained during an interrogation. On (B)(6) 2018, the battery measured 2.970 volts and had depleted approximately 1300mah. This represents a beginning-of-life status. Elective replacement indicator and end-of-life were declared one hour and eleven minutes apart. Both indicators had been triggered by charge time. There is no counter available for the number of shocks attempted or delivered. However, the available data followed by the faults is consistent with a device performing a multitude of shock attempts until the battery is depleted. In total, there appeared to be forty-two charge time exceeded faults. It is likely that the device is unable to deliver high voltage tachycardia therapy at this time. It has been determined that every successful energy charge will consume about 10mah of capacity. This device attempted to charge more than forty times which likely depleted the battery. Upon return, detailed laboratory analysis will be performed. Based on stored data analysis, it appears that the device charged numerous times depleting the battery. The data cannot conclusively confirm whether any energy was actually delivered, but assuming by the sheer number of charges that at least some shocks were delivered. Bradycardia therapy would still have been functional as the device was not in storage mode at the time the disk was created. Product involvement cannot be conclusively ruled out at this time. Information was received that the representative was unaware if the device was explanted post-mortem.

Event description:
It was reported that this boston scientific rhythm strategic manage contacted boston scientific technical services on (B)(6) 2018. The patient had been admitted into the hospital on the evening of (B)(6) 2018 due to chest pain. Shortly thereafter, the patient developed a spontaneous sustainable ventricular tachycardia that required emergency medical intervention. Upon interrogation of the device, multiple fault code1007 had been declared. Because of the numerous fault codes, the device entered into a battery capacity depleted state. The boston scientific representative was planning to send stored data from the device for analysis.